Manufacturer narrative:
The reported complaint of the fully charged autopulse li-ion battery (s/n (B)(4) does not power on an autopulse platform was not confirmed during the functional testing and the archive data review. No devices malfunction was observed during the testing, and the battery worked as intended. No physical damage was observed upon incoming inspection and 4 green led illuminated upon battery status check. The archive data review showed that on (B)(6) 2022, battery recorded an esd error after it was inserted into a device (probably mcc) however, it was cleared and battery is back to normal after it was inserted back again into the mcc. On (B)(6) 2022, battery recorded another error (front-side-bus) errors while the battery is charging and inside the mcc. Possible cause for this is due to an esd hit which cause a communication error between the mcc and the battery. Battery was last charged successfully on (B)(6) 2022 and was last used/inserted in the autopulse on (B)(6) 2022. The battery passed charging several times in a known good autopulse multi-chemistry battery charger, and the status leds of the battery showed four green lights each time. The battery was successfully tested on a known good autopulse platform multiple times with no issue. The customer's reported complaint of the patient head restraint wires on the autopulse platform (serial #34085) were broken was confirmed during the visual inspection. The patient head restraint wire strands are broken off. The root cause for the broken wire strands was possible to user mishandling, the user could have been lifting the platform by holding the head restraints. Damaged/cut head restraints do not render the autopulse platform non-functional. The top cover was replaced to address the reported complaint. During visual inspection, no physical damage was observed on the autopulse platform. The autopulse platform passed the initial functional test without any fault or error. Further functional testing, unrelated to the reported complaint, sticky clutch was observed. The sticky clutch plate was deburred to address the issue. The root cause was the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the clutch rotor's surface. The impact of a sticky clutch was not severe enough to make the platform non-functional. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the customer reported that the fully charged autopulse li-ion battery (s/n (B)(4) does not power on an autopulse platform. The battery showed four green leds illuminated upon battey status checked. No patient involvement.

Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number (B)(6) reported in this ccr are covered by CAPA 2022-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.

Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number (B)(6) reported in this ccr are covered by CAPA 2022-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.